Event description:
The following event was noted through literature review: it was reported that the aim of the study was to analyze the incidence and risk factors of accidental atrial branch occlusion (abo) during elective percutaneous coronary angioplasty (ptca) of the right and circumflex coronary arteries in an experienced coronary interventional center. From a total number of 2149 ptcas performed between january 1, 2009 and february 28, 2011 in the single-center study, retrospective review of 845 consecutive elective procedures was performed with a final inclusion as 200 patients in whom the placement of the stent could affect the atrial branch flow. Accidental abo after elective ptca occurred in 43 (21.5%) cases of 200 patients in this study. The number of patients undergoing pre-dilatation and post-dilatation procedures was comparable in abo and non-abo groups. Moreover, the distribution of the different types of implanted stents, 15 (34.9%) non-abbott bare metal stents (bms) and 27 (62.8%) drug eluting stents (des) with 9 being xience and their platform was also similar in both groups. However, the maximal inflation pressure during the liberation of stent was higher in the abo group than in the non-abo group (17.7 vs. 16.6 atmosphere (atm), p=0.014 respectively). The atrial branch diameter, presence of atherosclerotic plaque at the ostium of the atrial branches and maximal inflation pressure during stenting emerged as predictors of abo in the multivariate analysis.

Manufacturer narrative:
(B)(4). Age estimated, reported as 66.9 +/- 11 years; gender male 164 (82%). Date of event estimated based on date of publication. Date of implant estimate based on date of publication. Event description continued: however, none of the factors related to the procedure (predilatation, post dilatation, type, platform, strut thickness, cell design, length and diameter of stent, ab diameter, ab ostial atherosclerotic plaque, bifurcation lesion) or dyslipidemia or diabetes mellitus reached statistical significance. The roc curve showed that an atrial branch diameter cut-off value of 1.00 mm had a sensitivity of 77% and a specificity of 67.5% to predict abo after elective ptca (p 0.0001). No additional information was provided. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of ischemia and occlusion are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Article: atrial coronary artery occlusion during elective percutaneous coronary angioplasty.